Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, the unit stopped ventilating with a white screen and there was no audible alarm. The ventilator could not be turned off. The ventilator continued to ventilate at the previous settings. Later the ventilator alarmed, and could then be turned off and back on. After restarting the vent, the alarm stopped, and there were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The unit was allowed to run for three days. During this time several scenarios were performed to trigger alarms. The errors were cleared without any issue. The coin battery, cables and other components were checked and no defects were found. The reported malfunction could not be duplicated.